Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve was then treated with the subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial and complete re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. Temporary transvenous pacing was placed to treat the event. The event was considered recovered/resolved. The subject was discharged. In (B)(6) 2019, six (6) days post index procedure, the subject presented to the enrolling site for the 30-day follow-up visit where computerized tomography(CT) scan revealed hypo attenuated leaflet thickening (halt) of the right anterior leaflet of the tavr with 75% leaflet involvement. There was likely decreased motion of the involved valve leaflet. Per source, thrombus could not be excluded and hence, echocardiography was recommended. Event echocardiogram revealed aortic bioprosthesis with mean gradient 17.1 mmhg and left ventricular ejection fraction of 57%. At the time of the event, the subject was on aspirin and clopidogrel, which were discontinued and therapy with warfarin was initiated for a minimum of 6 months, but if well tolerated then ideally lifelong. Transthoracic echocardiogram(tte) and CT were recommended in 3 months. At the time of reporting, the event was considered recovering/resolving.